Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt's father reported that the pump was intermittently responding to "up," "down," and "ok" buttons presses. He said that the pt's reading on the meter was "hi." He says the pt was unaware that some bolus doses were cancelled because the "ok" button became stuck. The pump was not responding to button presses during the troubleshooting telephone call. He says that the pt may not have washed his hands before getting the "hi" reading on the meter. He says he does not think the bolus dose from the pump was delivered either. He contacted a doctor who told him to give the pt one unit of insulin by injection. About two hours after the dose, the pt reportedly had a seizure. The pt was given glucagon and had a blood glucose level of 2.8 mmol/l. Fifteen minutes afterward, his blood glucose level was reportedly 3.0 mmol/l and shortly after it was 8.0 mmol/l. The pt was taken to a hospital where his blood glucose was initially 4.0 mmol/l upon admission. At the hospital, the pt was given a physical and during the physical, the blood glucose reading was 4.7 mmol/l without ketones. The pt was not put on any IV treatment and was discharged from the hospital a day later and taken off the pump. His blood glucose reading during the contact with animas was 7.0 mmol/l. The pump's bolus history could not be reviewed as the pump could not scroll through menu screens since it was not responding to button presses.